Manufacturer narrative:
A2 - age at time of event: 18 years or older device evaluated by MFR:.the device was received for analysis and and completed on 31jan2024. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 4mm in length and extended from a position 13mm proximal of the distal markerband to 17mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and severely calcified upper limb artery. A 5.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst when the pressure reached at 10 atmospheres. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and severely calcified upper limb artery. A 5.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst when the pressure reached 10 atmospheres. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.